Event description:
Catheter was placed in 2002. Around explant date in 2003, the nurse started having problems with the catheter not functioning properly. The following month they found that the tip had separated and is still in the pulmonary artery, they are unsure when the tip separation happened. The catheter was removed on the same day and will be returned for evaluation. The tip is still in the patient.